Manufacturer narrative:
An event of heart block during the implant procedure and after the procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient previously had atrial fibrillation, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the device was implanted 3mm from the non-coronary cusp. Based on available information, a root cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.

Event description:
It was reported that on 08 november 2023, a 27mm navitor valve was implanted with a large flexnav delivery system and large navitor loading system. A pre-dilation with balloon aortic valvuloplasty (pre-bav) was performed with a 22mm unknown balloon. The patient's baseline rhythm was pre-fibrillation. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During deployment, it was reported the patient experienced bradycardia episodes and complete heart block. The final implant depth was 3mm at the non-coronary cusp side. There was no partial or complete resheaths of the valve. No post-bav was performed. It was then reported on 10 november 2023, the patient presented with bradycardia in 3 second episodes with heart rate in 30s-40s bpm, atrial fibrillation, right bundle branch block, and qrs at 128ms. A decision was made to implant a permanent pacemaker. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted with a large flexnav delivery system and large navitor loading system. It was then reported on 10 november 2023, the patient presented with bradycardia in 3 second episodes with heart rate in 30s-40s bpm, atrial fibrillation, right bundle branch block, and qrs at 128ms. A decision was made to implant a permanent pacemaker. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.